Event description:
Information was received from a patient who was receiving bupivacaine and hydromorphone via an implantable pump for spinal pain. It was reported that the boluses never helped with the patient's pain so they were disabled. The pump had been empty for 3-4 days and they were told the refill would be in july, but all of a sudden, the pump was empty and they were hearing alarms. They called the doctor immediately and the alarm had already been going off on since saturday. They would be getting the pump refilled today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.